Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney. (B)(4).

Event description:
Complaint description: the litigation alleges pain, discomfort, elevated ion levels, and popping and snapping sensations. Update ¿ 10/25/2016 pfs and medical records received. The patient was revised on (B)(6) 2014 due to pain and infection. The surgery notes from (B)(6) 2014 report that the patient underwent treatment with 6 weeks of IV antibiotics for suspected infection based on laboratory analysis and intra-op frozen section. Repeat pathological analysis by outside lab demonstrated that metallosis was responsible for the inflammation seen. Medical records report that patient was treated for superficial cellulite over the left incision site. Voiding previously reported stem and head due to primary surgery had competitor stem/head and depuy cup and liner. The complaint was updated on: 11/21/2016. Update ad 04 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records, ppf alleges metal wear.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.